Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) exhibited noise on the ventricular and atrial channels. In addition, this transvenous implantable lead exhibited impedance of 3,000 ohms, up from 500 ohms. A lead fracture is suspected. During the replacement procedure, manipulation of this lead reproduced the noise. The device and lead were explanted and a new lead was implanted in the ventricle. This replacement ICD was then taken out of storage mode and reported a battery status of end-of-life (eol). The device was not implanted and another device was used. Both devices were returned for analysis.